Event description:
On (B)(6) 2024, scientia vascular personnel were notified that an a14-200-001 (lot #:023431) guidewire broke during the procedure at (B)(6) hospital. A follow-up conversation with the sales representative indicated that the physician used a snare to retrieve the broken distal portion of the guidewire.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot was built to specification. There is no way to confirm every step taken that could have led the guidewire to break. However, it appears that the failure of the returned unit may have been due to bending and fatiguing during the procedure, as it was also determined during the investigation of the complaint on file. When and how the guidewire bending occurred cannot be confirmed due to the limited information provided.